Manufacturer narrative:
Investigation results of sheath broken. Investigation results: a wallflex biliary rx stent and delivery system were returned for analysis. A visual examination of the returned device found that the stent was fully constrained on the delivery system and the outer sheath was broken between the blue outer sheath and the clear guidewire access port. Device analysis found that it was not possible to deploy the device as received, but it was possible to manually deploy the device. There was no issue with backloading a guidewire through the distal tip and out the guidewire access port. No other issues were noted on the device. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-03753 and 3005099803-2016-03752 for the associated device information. It was reported to boston scientific corporation on november 14, 2016 that two wallflex biliary rx covered stents were used during an endoscopic retrograde cholangiopancreatography performed on (B)(6) 2016. According to the complainant, during the procedure, the first stent ¿popped¿ during deployment (the subject of MFR report # 3005099803-2016-03753). The physician removed the first stent and successfully deployed a second wallflex biliary stent (the subject of MFR report # 3005099803-2016-03752); however, when the physician removed the delivery system, it also pulled the stent out of the patient. Attempts to obtain additional information regarding patient¿s condition has been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: the event captured by MFR report # 3005099803-2016-03753 has been deemed an MDR-reportable event based on initial analysis at cis which revealed that the outer sheath was broken at the point between the blue outer sheath and clear guidewire access port.